Event description:
It was reported that the device was used during an unknown procedure. It was reported by the rep that a tlc55 was used during the procedure. It was reported that the staple cartridge became dislodged from the instrument. The cartridge was retrieved. No add'l details available. There was no pt consequence.